Event description:
Customer's husband, (B)(6), found his wife passed out. He said meter had given him a reading of 120. Per husband, a couple of hours passed before the medics were called, and when the medics arrived, their meter initially stated 24. A second test drew a reading of 31. She was transported to the hosp where she was admitted and stayed for 10 days. (B)(6) stated that the meter is very old and they have had it for 5 years. Medical tests showed that the pt had veen a victim of two minor strokes.

Manufacturer narrative:
Evaluation was done on-site and the meter passed all internal testing. Test results were all in range. Items used for testing were the same that customer used when event happened.